Event description:
Olympus received a fax notification on 9/4/2008 regarding a medwatch report. The report stated, "pt was having colonoscopy procedure, and during the procedure, the ligating device handle broke." The user facility was contacted both via phone and in writing to obtain additional info regarding this report, and olympus was informed that the whereabouts of the subject device was unk. The user facility reported that during a colonoscopy, the users attempted to deploy the polyloop around the stalk of a polyp in the descending colon when the handle broke. The procedure was said to have been completed with a different, but similar device, and there was no allegation of pt injury.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. If the device is received at a later date and further info is obtained, the report will be supplemented. The cause of the user's experience could not conclusively be determined at this time. An olympus endotherapy sales rep has visited this facility and provided inservicing regarding the correct use of the polyloop ligating device following this event. This report is being submitted as a medical device report in an abundance of caution.